Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This is an ancillary service event. Visual inspection and functional tests were performed on the homechoice device. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. Upon conclusion of the investigation, the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 18:39:40. During night drain cycle four, the patient's ultrafiltration reading was 74ml, indicating the home patient (hp) drained 74ml more than their maximum programmed fill volume of 100ml. No additional information is available.